Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, however there were difficulties getting the farawave back into neutral to remove from the la. It was further reported that the farapulse was outside of the sheath in the la in flower mode. Dr. Dobesh couldn't collapse it into neutral and forcefully yanked the flower into the sheath, it was able to be withdrawn after that. No effusion post procedure. The device was replaced, and the procedure was completed without patient complications. The device is not expected to return for laboratory analysis since it was retained by customer.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.